Event description:
The report indicated that the customer's bg's spiked drastically overnight and he woke up with a high reading (475mg/dl). Several correction boluses were administered over the next nine hours, but his bg levels remained high (289-374mg/dl). The pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.